Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found the helix/lobe distorted/bent and there is blood in/on helix/lobe mechanism. The inner insulation is kinked/buckled and the lead is stretched. Damaged at implant.

Event description:
It was reported that during implant, it was not possible to position the lead because the screw was damaged. Therefore the physician decided to replace the lead. Patient status: good. There were no patient complications reported as a result of this event.